Event description:
Reportedly, the smartview connect stopped communicating with the pacemaker since (B)(6) 2023. The patient has not been seen since (B)(6) 2022 and there is no network coverage issue.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - the reported loss of communication between the subject smartview connect and its associated pacemaker was confirmed. - in-depth analysis revealed that the observed issue resulted from a known software malfunction, leading to a deactivation of the bluetooth communication every 388 days after initialization of the pacemaker in production, until the device is upgraded to the last software version which includes a correction. - no anomaly is suspected with the subject smartview connect.

Event description:
Reportedly, the smartview connect stopped communicating with the pacemaker since (B)(6) 2023. The patient has not been seen since march 2022 and there is no network coverage issue.